Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow up report if required. (B)(4).

Event description:
A customer reported that the infant flow plus infant CPAP system with sipap function generated an e20 error. Close inspection of the unit by the customer revealed a blown fuse. There was no report of patient involvement associated with this event.

Manufacturer narrative:
The device was returned to carefusion and an evaluation was performed. A blown fuse, as reported by the customer, was confirmed. Investigation revealed that the cause was reversal of the battery wire leads. The unit was repaired and returned to the customer.